Manufacturer narrative:
This supplemental report is being created to include additional information received. The following sections have been updated: b3, b5, d10, h6 impact code. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The intended procedure was a therapeutic endoscopic retrograde. Cholangiopancreatography (ercp). The event occurred during the procedure. The procedure took significantly longer due to the patient's stridor (abnormal breathing) and difficult gastric transit with multifocal gastric bleeding. There was no relevant harm to the patient as the fallen cap was completely recovered from the throat and the stomach injuries were superficial. The procedure was completed successfully with the same device. The bleeding injury was multifocal in the stomach, self-limiting oozing bleeding, and was caused by the unprotected proximal part of the device. No treatment was necessary. The patient is ok and has no consequential or permanent damages.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the distal cover likely detached from the scope due to the following: 1. Chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack. This caused the distal cover to easily detach from the endoscope. 2. The attachment of the distal cover to the endoscope was insufficient. This caused the distal cover to easily detach from the endoscope. Furthermore, the root cause of the reported bleeding (caused by unprotected proximal part of the subject device) could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual: chapter 3 (section 3.5) ¿ preventative measure. Operation manual: chapter 4 (section 4.1) ¿ detection method . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that in two cases, the single use distal cover came off of the evis exera iii duodenovideoscope and fell into the patient and in one case, bleeding occurred. The caps were recovered in both cases. Additional procedural details have been requested but not yet provided. Related patient identifiers:(B)(6) single use distal cover (model: maj-2315).(B)(6) single use distal cover (model: maj-2315).(B)(6) evis exera iii duodenovideoscope (model: tjf-q190v; sn: (B)(6)).the bleeding event is captured under patient identifiers: (B)(6).